Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling multiple cartridges. The user changed the needle, successfully filled a cartridge, and resumed insulin delivery. The user reported a blood glucose (bg) level of 97 mg/dl for this issue. Additionally. The user experienced a low bg level of 44 mg/dl in the morning. The user stated that their bg level typically lowers after long periods of rest. Reportedly, the user slept in that morning. The user addressed bg level by temporarily reducing the basal rate.